Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shocks in two different episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed programming optimization with the field representative and that it might be best to try to prevent the rvr through non device means. This crt-d remains in service. No additional adverse patient effects were reported.